Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. Test performed confirmed the device was not functioning. Surgery to explant the pt's ci device is to be scheduled.